Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, the insulin pump had a full black screen. The device was exposed to extreme temperatures, sunbathing, hot stove, and cold weather. Self-test was not possible to perform. The customer's blood glucose was 172 mg/dl. The device is being replaced and it's returning for analysis.

Manufacturer narrative:
The insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads and cracked reservoir tube lip. Full segment display due to moisture damage lcd board. The insulin pump was unable to perform the displacement test due to display anomaly.